Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-39806. It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. Upon examination, the pacemaker was explanted and replaced and the right ventricular lead was capped and replaced on (B)(6) 2022 for an unreported indication. The patient condition is unknown.